Event description:
During the procedure the fitting of this device was defective. Reportedly, "it burst in luer lock connection during injection, causing leakage of contrast". The device was removed and replaced. There is no report of patient injury. The device is being returned for co's analysis.